Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure, for an unknown medical condition. Approximately one year and fourteen days later, on (B)(6) 2025, subsequent port angiography, confirmed catheter damage. The port and catheter were removed on (B)(6) 2025, and visual inspection of the removed catheter confirmed the damage. There was no reported patient injury.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure, for an unknown medical condition. Approximately one year and fourteen days later, on (B)(6) 2025, subsequent port angiography, confirmed catheter damage. The port and catheter were removed on (B)(6) 2025, and visual inspection of the removed catheter confirmed the damage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.